Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2010; 4076, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed and re mains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event. It was further reported that the patient continued to have positional extracardiac stimulation and further reprogramming was performed.